Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unreadable. Customer stated that the display screen has lines going through it and cannot see the features to where the pump is inoperable. The customer's blood glucose was 250 - 300 mg/dl. The customer administered a manual injection. Customer indicated bg levels have been high because customer is on manual injections since not able to interact with pump.